Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. The customer's blood glucose value was 250 mg/dl. The customer stated that the they already changed several sets and reservoir and alarm recurred. The insulin pump will not be returned for analysis.